Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus perforation") and pelvic pain ("pain") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included anxiety, depression, acute cholecystitis and reflux esophagitis. Concomitant products included clonazepam, dicycloverine hydrochloride (bentyl), losartan, pantoprazole (protonix) and topiramate. In (B)(6) , the patient had essure inserted. In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("low sex drive"), urinary incontinence ("leakage"), mood swings ("mood swings"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) , the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). In (B)(6) , the patient experienced migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced abdominal pain lower ("cramping"), colitis ("colitis"), back pain ("back pain"), abdominal pain upper ("stomach pain"), cholelithiasis ("gall stones disorder") and gastrointestinal disorder ("gastrointestinal reflux"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2008. At the time of the report, the uterine perforation, loss of libido, urinary incontinence, mood swings, bladder disorder, urinary tract disorder, migraine, headache, vaginal discharge, fatigue, colitis, back pain, abdominal pain upper, cholelithiasis and gastrointestinal disorder had not resolved and the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, back pain, bladder disorder, cholelithiasis, colitis, fatigue, gastrointestinal disorder, headache, loss of libido, migraine, mood swings, pelvic pain, urinary incontinence, urinary tract disorder, uterine perforation and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) : unilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events low sex drive, infection leakage, mood swings, bladder or urinary problems or changes, migraines / headaches, pain, vaginal discharge, fatigue, colitis, perforation uterus was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2008. At the time of the report, the pelvic pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.